Event description:
The event occurred on an unknown date and involved a plum set with leakage on the filter. This record captures the first of two devices. The reported filter leak was confirmed by investigation. One (1) used list plum set was received for investigation. As received, the returned set was visually inspected and the filter vent was observed to be wetted and/or saturated. The reported infusate was phyxol. The returned set was leak tested per the product specifications and a leak was observed from the filter vent of the filter of the returned sets. Red dyed fluid was used to observe the origin and characteristics of the observed leaks. The leak appeared to seep through the filter vent material from various locations. The probable cause of the observed filter vent leak is temporary or permanent loss of the hydrophobic properties due to infusate interactions.